Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule was still attached when removed. Another capsule was placed normally. The pt was not injured following the procedure.